Event description:
It was reported that the patient presented in clinic for routine generator change procedure. The right ventricular (rv) lead was fractured discovered by fluoroscopy. The rv lead was capped on (B)(6) 2022. The patient was stable.

Event description:
It was reported that the patient presented in clinic for routine generator change procedure. The right ventricular (rv) lead was fractured discovered by fluoroscopy. The rv lead was capped on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event for cable fractures was not confirmed. A partial lead connector portion was returned in one piece. Visual, x-ray, and electrical testing found no anomalies or issues with fractures or internal shorts.